Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the screw driver sheared off in the bone screw. It was also reported that the patient had incredibly hard bone. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.